Event description:
Long femoral rod used for mounting valgus cutting block failed upon removal. The distal 2-1/2" broke off and is believed to remain in the patient. Post-op x-ray did not show it, because it did not go far enough up the femur to do so, but it was not found and is assumed to be in the patient.

Manufacturer narrative:
Examination of the submitted rod confirmed the reported breakage. The product returned is of a prior design. A conclusive root cause was not identified. Although the design has been enhanced since the complaint sample was manufactured, the rod breakage may also be related to a combination of instrument age, service life, and/or user technique. The need for corrective action is not indicated. In response to a trend identified previously for this product code, was released in july of 2001, changing the raw material used and the geometry of the rod. A search of the complaint database did not find any complaint of this nature manufactured after this change. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.